Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an endoscopic disc removing surgery the bur broke along the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a backup bur.

Manufacturer narrative:
The definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Event description:
It was reported that during an endoscopic disc removing surgery the bur broke along the shaft. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a backup bur.